Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. As received, the belt receptacle on the monitor was detached from the monitor enclosure. The cause of the exposed wires is the detached receptacle. The root cause of the detached receptacle is excessive force while an electrode belt was attached. No adverse event resulted from the defective battery.

Event description:
A zoll distributor contacted zoll to report that a patient's monitor had exposed wires.